Event description:
It was reported that during a patient fall, this right ventricular (rv) lead dislodged from the original implant position, causing a loss of capture and high pacing thresholds. The physician attempted to remove this lead; however, it was noticed that the helix would not retract, and it was difficult to remove due to a subclavian vein occlusion. It was decided to replace and surgically abandon the lead. No additional adverse patient effects were reported.